Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc141400/18304960, UDI: (B)(4), pla230300/18831617, UDI: (B)(4), pla260300/16131623, UDI: (B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. At the end of the procedure the patient's blood pressure was noted to be low. The patient tolerated the procedure with no device related incidents reported and was transferred to the intensive care unit. On (B)(6) 2019, the patient expired, a cause of death was not known.